Manufacturer narrative:
Date sent: 5/14/2007. Info anticipated, but unavailabe at this time. Eval summary: the instrument was returned with the cartridge cover cracked and disengaged from the outer wrap. The instrument was cycled and would not feed the clips due to the cartridge cover condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a lobectomy procedure, the device jammed. Another device was used to complete the case. There was no adverse consequence to the pt.